Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed error code 38 indicating consecutive stalled motor events, insulin delivery stopped, and the user experienced high blood glucose; the alert persisted after a guided restart and the user was instructed to replace the device and use backup insulin therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup insulin totaling 35 units and approximately 24 hours of blood glucose values above target, with no medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue, the cause remains unknown; however, the patient's condition is confirmed.